Event description:
It was reported that during a lap cholecystectomy procedure, the device was used once and the clips jammed and appeared to be scissoring. The surgeon fired the device outside of the pt and after the third clip the device fired correctly. The site completed the procedure with the device and no pt consequence was reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.